Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that a patient interrogated with high impedance on a model 1000 device that was recently implanted. Later, the impedance lowered to a value within normal limits. X-rays were performed and the physician did not find any discontinuities in the lead. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date